Event description:
The manufacturer received information alleging a ventilator was alarming and failed to sense a patient's inspiratory effort. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was found to be contaminated. The device's flow sensor assembly was replaced to address the issue. During the evaluation the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.